Manufacturer narrative:
Product has been returned and evaluated. The underlying cause documented on the return fields (tw) in oracle is identified as: sieve bed saturated.

Event description:
Dealer is stating that the unit is shutting off with no alarm.